Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a echelon catheter outer layer pealed off. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was being treated for an internal carotid c7 aneurysm. The patent¿s vessel tortuosity was moderate. The access vessel was the femoral artery (diameter 7 mm). The patient had aneurysm in the left internal carotid artery c7 segment. After long sheath and the intermediate catheter were in place, the microcatheter was about to be guided to the aneurysm. It was found that the outer skin of the catheter had fallen off when the echlon-10 45-degree microcatheter had just been shaped with a shaping needle and had not yet been heated to shape. The straight-tip microcatheter was then replaced and shaped, and embolization was successfully performed. The catheter was flushed as indicated in the IFU. There were no patient symptoms or complications associated with this event.

Event description:
Additional information was received that the cause of the catheter layer separation was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis as found condition: the echelon-10 micro catheter was returned for analysis within a shipping box, within an unsealed plastic biohazard pouch and within an opened echelon-10 inner pouch. Visual inspection/damage location details: no damages were found with the echelon-10 hub. No damages or irregularities were found with the echelon-10 micro catheter body. The distal tip and marker band were found slightly ovalized. The catheter tip appears to have been shaped with shaping damage found (catheter wall/coating melted). Testing/analysis: the echelon-10 micro catheter total length (measured to the proximal marker band) was measured to be ~152.8cm and the usable length (to the proximal marker band) was measured to be ~145.0cm, which is within specification (specification: total (ref) = 152cm, usable: 144cm ± 1.5cm). Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter outer layer separation¿ was not confirmed but was likely to be referring to the catheter melting found at the distal end. Customer reported inserting the shaping needle and shaping the needle and the damage was found prior to heating the tip. However, the damaged catheter location exhibited melting, indicative of heat damage. Possible causes of the heat damage include, but not limited to, using a heat source other than steam, holding the catheter tip too close to the heat source (1 inch), due to holding the device against the heat source too long (approximately 10 seconds), or touching the micro catheter to an unknown hot surface. However, the likely cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.